Manufacturer narrative:
The detachment fiber did not receive heat and melt. Using 37 +/- 2 degrees celsius water the coil detached on the first detachment cycle. After detachment, resistance was 51.6 ohms. The device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment cycle. The non-detachment of the coil could not be duplicated. Therefore, the root cause of the non-detachment of the coil cannot be determined. In addition, without the return of the complete detachment system, it cannot be determined if these components contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The doctor stated that the presidio coil did not detach; while the other coils detached with the same cable.